Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and water damage on the insulin pump. The customer's blood glucose reading was 520 mg/dl. The customer stated that there are leaks past the second o-ring. The customer was advised that the leak could be an air bubble in the reservoir that is expanding during filling. The customer declined to troubleshoot for high blood glucose readings. The customer declined to return the pump for analysis.